Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-77, that has a similar product distributed in the us, list number 8d06-41.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a 74-yr old male patient. Results provided: 0.44 / 0.46 / 0.44 s/co, new sample = 0.45 s/co, rpr and tppa is negative, autobio instrument = 2.12 s/co (reactive), snibe result = 1.63 s/co (reactive). No impact to patient management was reported.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a 74-yr old male patient. Results provided: 0.44 / 0.46 / 0.44 s/co, new sample = 0.45 s/co, rpr and tppa is negative, autobio instrument = 2.12 s/co (reactive), snibe result = 1.63 s/co (reactive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect syphilis tp assay lot 48323be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. No customer returns were available for evaluation. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. In-house testing of reagent kit lot# 48323be01 determined that the performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Based on the results of this investigation, architect syphilis tp reagent, lot 48323be01 is performing as expected and no systemic issue or product deficiency was identified.